Manufacturer narrative:
Vegetations. Device not returned. Additional manufacturer narrative: prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The op report documents mrsa as the infection source. Vegetations were also found on the pacing lead, which could have possible contributed to this event. Unfortunately, the root cause of the event cannot be conclusively determined without the sample device. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the tricuspid valve was explanted after an implant duration of approximately 2 months. Based on the op report, this patient presented with mrsa and fungus growing in the blood with a tee showing large vegetations on the ventricular pacing lead as well as the prosthetic valve. Upon removal of the valve, fibrinous pannus of vegetations over all leaflets and also around the sewing ring. The valve was explanted and replaced with a new edwards bioprosthetic valve. The surgeon also noted that there was no malfunction of the explanted device.